Event description:
It was reported that the patient experienced erosion of the pulse generator at the pocket. The device was scheduled to be explanted.

Event description:
New information notes on (B)(6) 2012 a procedure was performed, the device had been placed deeper in the sub-pectoral muscle, due to erosion. Then another occurrence of erosion occurred on (B)(6) 2014. The device was subsequently explanted on (B)(6) 2014, due to infection.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.